Event description:
A follow up calls were made and the customer reported having some lows of 28, 29 mg/dl and the paramedics were called, but they did not giver her any medical assistance. She stated that by the time they arrived her family already assisted her. The customer believes that it was not related to the insulin pump. They have been making some adjustments to her basals and there have not been any issues since then. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.